Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 542mg/dl. It was stated that the customer was experiencing high glucose for the past three days. Troubleshooting was performed. It was stated that the customer had an endometrial ablation procedure several days prior to her admission. Reviewed the alarm history and found multiple no delivery alarms. Ran a fixed prime and high pressure test and they passed. It was stated that the customer changes the infusion set and site four times in the last two days due to the alarms. The customer's recent glucose reading was 108mg/dl, and she has treated with the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.